Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported no phacoemulsification energy during a cataract extraction with intraocular implant procedure. The handpiece was reprimed and the surgery was completed. There was no patient impact.

Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. The company service representative examined the system and found a problem with the bag ID sensor and us controller printed circuit board (pcb). The bag ID sensor and the us controller pcb were replaced. The system was then tested and met all product specifications. The system, manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event of irrigation bag not sensing can be attributed to the nonconforming bag ID sensor. The root cause of the reported event of no phaco power can be attributed to the nonconforming ultrasound controller printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).